Event description:
It was reported that during a rotational atherectomy treatment procedure, the brake did not engage. The lesion being treated was located in an unspecified vessel. Rotational atherectomy was performed with a 1.5mm burr. The physician then exchanged the 1.5mm burr for a larger size burr. However, while testing the wire after the exchange, the brake did not seem to engage. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).